Manufacturer narrative:
Device analysis of the electrode revealed that the shaft had become separated from the hub due to excessive external mechanical force. The probable cause is unintended use error caused or contributed to the event due to excessive external mechanical force.

Event description:
The returned electrode was analyzed, the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force.